Event description:
The facility returned pump to baxter with a reported problem of underinfusion. It is unknown when this occurred or if there was any patient injury or medical intervention necessary.